Manufacturer narrative:
Analysis is still in process.

Event description:
It was reported that the customer was hospitalized due to low blood glucose with no known cause. Troubleshooting was attempted, but could not be performed due to the insulin pump alarming. No further information was provided.